Event description:
A surgeon reported that the system stopped working during a cataract intraocular lens implant surgery. The system had caused unspecified issues during startup, it was restarted and functioned normally. During the procedure, after the incision had already been made it stopped working completely and the screen was black. The staff were unable to restart the system and the pt was transferred to another facility to complete the surgery. A questionaire was received on (B)(6) 2013, no consequences for the pt were reported.

Manufacturer narrative:
The company rep examined the system and found the central processing unit (cpu) on the host module was on-conforming. The host module was replaced. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. The root cause was attributed to a nonconforming cpu on the host module. (B)(4).